Manufacturer narrative:
(B)(4). The involved device was not returned, but a picture was provided for evaluation. The investigation could not confirm the issue of difficulty opening from the provided picture. Tissue was noted within the jaws, which is caused by inadequate cleaning and can contribute to difficulty opening. However, without the sample it cannot be confirmed if the device will not open, or if the tissue contributed to the reported issue. A review of the device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during testing of the ligasure device, the jaws were stuck and could not be opened. No patient was involved with this issue.